Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred while at 9,000 feet elevation in cold weather. Customer's blood glucose level ranged between 140 mg/dl and 180 mg/dl. Reportedly, the customer had an alternate pump and manual injections for alternate insulin therapy available.